Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient stated "I am feeling shocks, I believe they are coming from my device." Patient was encouraged to be checked by physician. Device remains in use. No further patient complications have been reported as a result of this event.